Manufacturer narrative:
Customer reported the rotor failure with broken pieces contained within the unit; however, the lid stayed secure. There were no reports of injury, loss of patient samples, or delay to patient management. There was no exposure or harm to the operator and no one needed medical attention. The return of the unit has been requested for further analysis.

Event description:
Customer reported the rotor broke into pieces during use.